Event description:
Additional follow-up was received from the physician that the increase in seizures was probably not worse than before vns.

Event description:
It was reported by a physician that the last time he saw him, the patient was having more seizures and he increased the vns output, but the patient is doing well with regard to the seizures now. The patient was on relatively high settings, and diagnostics were okay. Further follow-up from the provider indicated that in relation to the increase in seizures, the patient has treatment refractory epilepsy. The physician stated it is difficult to tell if the increase in seizures is due to vns. The most recent diagnostics showed full battery life. The output current needed to be reduced due to uncomfortable side effects. Additional relevant information has not been received to-date.